Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had plastic glass leaks. No adverse patient effects were reported.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found wear and tear damaged enclosure, front cover, pole clamp, and line cord, as well as a cracked tank cover. Pcb with broken led's and lcd noted. Device was filled with water, temperature check attached and powered on. The complaint was confirmed due to a cracked tank cover, which was then replaced. The problem source was determined to be user interface.